Event description:
The family member called to report that the pump is giving premature battery life and the battery compartment is damaged. Troubleshooting was done and it was determined that the pump will be replaced. No further details.